Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for es sential tremor and movement disorders. It was reported that the patient was to have an MRI with symptoms of a stroke/tia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported the patient's CT head scan was negative for stroke and it was unknown if the MRI was complete and the patient got IV fluids and medications. It was unknown if the patient had recovered from the stroke/tia at the time of the report. No further complications were reported or anticipated.